Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7327621 our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that there was a black spot at the connection site and catheter with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from chinese to english: the catheter was penetrated sucessfully. It's noticed that there was a black spot at the connection site and catheter before connecting to the transfusion set. The black spot cannot be removed with cutton sawb. The catheter was replaced.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a black spot at the connection site and catheter with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from (B)(6) to english: the catheter was penetrated successfully. It's noticed that there was a black spot at the connection site and catheter before connecting to the transfusion set. The black spot cannot be removed with cotton swab. The catheter was replaced.